Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing open electrodes. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted.

Manufacturer narrative:
The external visual inspection revealed that the electrode array was severed as well as a cut on the silastic overmold at the electrode lead. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of multiple open electrodes could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. The device passed the tests performed. This is the final report.